Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device cannot be power on due to a problem with the power pcb assembly. Stryker provided the customer with a repair quote, but the customer has declined the repair of the device. The device was returned unrepaired per the customer's request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device cannot be power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.